Event description:
Reported false positive sars result for 1 consumer which occurred months ago (date not specified). It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. 6 additional consumer events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.